Event description:
Patient admitted for thoractomy and decortication was admitted to itu post op, treated with multiple medication for cardiovascular support, sedation and pain relief. Flexi-seal was commenced as the pt had diarrhea due to a combination of multi organ failure and c diff infection. The product was used despite the patient having a hemorrhoid, being heavily heparinised and in organ failure. Thirteen days later, blood was noted in the fecal fluid, and subsequently discovered to be coming from the hemorrhoid two days later. At this point in time, the flexi-seal was removed and there was no further bleeding. The c diff infection had cleared and the fecal output decreased. The patient continued to fail due to his medical condition and died 3 days later. Nurse is aware of the contraindication if the patient has severe hemorrhoids and believes that the patient's debilitated condition and anticoagulant therapy contributed to the hemorrhoid bleeding. Nurse will remind the unit staff about contraindication to use of flexi-seal if the patient has severe hemorrhoids but also check for bleeding if there are any small hemorrhoids when the product is in use. Nurse believes that the product was necessary to manage this patient's diarrhea and was effective. The product continues to be used on the unit successfully with other patients.